Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 139 mg/dl at the time of incident. The pump passed the self test. Customer was advised to monitor the pump and blood glucose and call back if any further issues as the pump is operating as designed. No further assistance was necessary.